Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the hub of tubing (presumed to mean the spin collar) was easily detached from tubing and appeared to be cracked but no leaking was noted.